Manufacturer narrative:
(B)(4). In the event the that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the elan control pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified the root cause of the reported issue was due to material fatigue.

Event description:
The customer reported that the ventilator's user interface module (uim) touchscreen has no response to input. There was no patient involvement.